Event description:
It was reported that there was an increase in the ventricular pacing possibly due to a spontaneous programming change in the search atrio-ventricular feature. The search atrio-ventricular feature was turned back on and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.